Event description:
Title: surgery outcomes of prolene suture gonioscopy-assisted transluminal trabeculotomy (gatt): up to 4 years follow-up and prognostic factors. The purpose of the study is to evaluate the long-term effectiveness of prolene suture gonioscopy-assisted transluminal trabeculotomy and identify factors that may affect surgical outcomes. 124 patients with glaucoma who underwent prolene suture (ethicon) gonioscopy-assisted transluminal trabeculotomy were included in the study. Reported complications included unspecified complications requiring reoperation (n=?). In conclusion, prolene suture gonioscopy-assisted transluminal trabeculotomy successfully reduced intraocular pressure. Eyes with more preoperative medications responded less well to gonioscopy-assisted transluminal trabeculotomy. Prior laser trabeculoplasty was associated with poorer outcomes. Further study is needed to verify these findings.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. Should further details be provided, a supplemental medwatch will be sent. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: j glaucoma. 2024 sep 1;33(9):645-651.